Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the ipg showed an increasing rv pacing lead impedance and a lot of telemetry problems during interrogation. It was also reported there was an increase in pacing threshold on the rv channel. The ipg was explanted. No patient complications have been reported as a result of this event.